Event description:
With 1 hr 15 min remaining in tx machine alarmed for "blood in dialysate" venous clamp closed and pump stopped itself immediately. Blood color was noted in the waste dialysate lines. No blood was returned to pt. Entire set-up of blood was lost. Machine was pulled for maintenance by clinical engineer and pt received remainder of treatment on a new machine with no alarms. Pt's bp jumped about 20 points systolic and diastolic for 1/2 hour post incident, and he complained briefly of a tight feeling in his chest" if only I could belch it would be better." Remained feeling "bloated." No other systems reported and bp returned to baseline after 30 minutes. Dr was notified. H/h and potassium were drawn. Pt was d/c'd stable without further incident.